Manufacturer narrative:
The explanted electrode will not be returned for analysis. The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is june 19, 2015.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an infection at the xyphoid incision. The patient was hospitalized and treated with intravenous antibiotics. The electrode was explanted and the device was deactivated, pending resolution of the infection. A new electrode will be implanted at a later time. It was believed the infection was related to poor hygiene/wound care. No additional adverse patient effects were reported.